Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient experienced no adverse consequences from the procedure.